Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a hysterectomy procedure; the surgeon complained that it was coagulating but not cutting. Another instrument on stand-by but not yet opened when ligating the next vessel, the instrument tip broke in the abdominal cavity. The surgeon retrieved broken tip, removed instrument and gave the device to the inventory for evaluation. There were no patient consequences reported.